Manufacturer narrative:
Additional information was received that the unknown procedure was a simple clean out due to potential infection. The physician confirmed that there was no infection present at the implant site.

Event description:
A report was received that the patient had developed infection at the implant site. The patient underwent an unknown procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient had developed infection at the implant site. The patient underwent an unknown procedure.